Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the one touch ultra meter displayed an unknown error message. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient said the issue happened several years ago. He said he tested with several different test strips from a vial and kept getting error messages until he ran out of test strips. At that point he decided to stop testing his blood sugar. He said he didn't take his blood sugar for approximately three weeks and went to the emergency room after the three weeks. When he went to the emergency room he had dizzy spells, nerve pain, stomach pain, and was bleeding internally. He said the nurse tested his blood sugar at that time and obtained a reading of 1824 mg/dl. He says he is certain of that result because the nurse told him that she was checking to see if he broke a record for a high blood sugar result. The patient says that he takes 500 mg of metformin four times per day and 5 mg of glyburide daily. The patient does not remember what medications he was taking the time he went to the emergency room. He says that he was hospitalized after he showed up at the emergency room and was given shots every 4 hours as well as pills but did not know what he was given. He said he did not feel well the whole time after the he stopped testing on his meter but didn't take any action. He says if he was testing then he would have sought medical attention when the reading was around 700 to 1000 mg/dl or above. He claims that the reason for his hospitalization was his blood sugar reading. The patient was instructed to attend a diabetes management course after he was discharged and was given pamphlets. According to the troubleshooting performed with customer service, there was no misuse of the product. The issue was not resolved through troubleshooting. This complaint is being reported because the patient alleged there were error messages on the meter, stopped testing his blood sugar due to the error messages, and suffered symptoms and had very high blood sugar requiring hospitalization.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.